Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) polyflux 210h devices were observed to be damaged and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: two (2) device samples were received, and photographs of the sample were provided for evaluation. Visual inspection of the photo shows the filter dialysate port circled in red wto indicate the reported defect. Inspection of the actual samples showed polyurethane (pur) residue inside the dialysate ports of both filters. The residue from the pur was also found on the sealing surface of the connector, which could cause an external fluid leak at the connection between the dialysate port and the line connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process, as the pur residue is remnant of the production process and the defect should have been sorted out during visual inspection prior to product release. Should additional relevant information become available, a supplemental report will be submitted.